Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an associated lead revision procedure, the right ventricular lead exhibited high thresholds. The lead was capped and replaced. The patient was doing fine after the procedure.